Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2021, and the patient's cause of death was not reported. No autopsy was performed. Due to privacy laws, the account reported that no further information would be provided. (B)(6) was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. This IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death is unknown. Due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.